Manufacturer narrative:
Investigation summary: a failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). Customer indicated that the unit reported false negatives. No erroneous results were reported to doctors, and patients were not impacted. The result of the bd test flagged out of protocol negative by the bactec fx40 instrument. Subculturing all the negatives flagged by the instrument and some had growth. This case will be re-opened and re-investigated, if any information is provided in the future. This is an unconfirmed failure of the bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to false negatives. The root cause was unable to determined. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported while testing with bd bactec¿; fx40 instrument false negative results were obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx40 instrument false negative results were obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.